Event description:
It was reported that at device change-out, externalized conductors were noted via cine. All electrical measurements were normal. The sense/pace portion of the lead was capped. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.